Event description:
The dealer alleges when he plugged in the motor and pressed the hand control, a surge came across and sparks flew from the motor. No injury is alleged.

Manufacturer narrative:
No injury alleged. Product was new. Dealer set up the bed and when he engaged the pendant, he observed sparks from the motor. Nature of complaint suggests a potential set up error. Dealer has been contacted several times for return of product for an eval. Dealer has not responded to requests. A more thorough analysis would require product return. Malfunction has not been established. MDR filed solely on dealer's statement of alleged sparks.